Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported that when the ventilator powers on, an alarm continuously sounds. The customer reported there was no patient involvement.